Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experienced high blood glucose. Customer¿s blood glucose level was over 500 mg/dl. The customer was treated by insulin pump. Customer reported that the insulin pump had no delivery alarm as a past event. Customer stated that the alarm did not occur during manual prime. Customer also stated that the event was resolved by changing complete set. The insulin pump will not be returned for analysis.